Event description:
On an unknown date, the patient was undergoing a 360 surgery to the c spine. When they flipped the patient ot face down position, the skull clamp was disconnected from the swivel adaptor for the flip. When securing to the adaptor after flipping the patient, excessive blood was noticed and the physician noticed the clamp had slipped, cutting the patient. Additional information has been requested.

Manufacturer narrative:
To date, the devices involved in the reported incident has not been received for evaluation. An investigation has been initiated upon the reported information.